Event description:
It was reported that during a da vinci-assisted surgical procedure that the tip-up fenestrated fenestrated grasper had damage to an unidentified cable. The procedure was able to be completed as planned, with no reports of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.